Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 3.00 x 16mm stent delivery system (sds) was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination of the hypotube shaft identified a break at 4.5cm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. There was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that shaft break occurred. During unpacking of a 3.00 x 16mm synergy xd drug-eluting stent, it was noted that the shaft broke. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. During unpacking of a 3.00 x 16mm synergy xd drug-eluting stent, it was noted that the shaft broke. The procedure was completed with another of the same device. There were no patient complications reported.